Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a lost sensor alarm and also reported low blood glucose levels. The customer's blood glucose reading was 36 mg/dl. The customer treated with food and juice. The customer removed the sensor and found a bent cannula. The customer was advised that the sensor would be replaced, however nothing was returned. The insulin pump was not replaced or returned for analysis.